Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and inserted into the groin. The dilater was then retracted under aspiration and the mitraclip xtw clip delivery system (cds) was placed into the introducer. However, during cds insertion, a leak was observed, and the introducer kept working its way out of the cds valve. It was noted that it had to be pushed back repeatedly and was constantly drawing in a small amount of air. A decision was made to continue to use the sgc and continue the procedure, and the guide was aspirated almost continuously due to air present in the sgc chamber for nearly the entire duration of the procedure. The clip was ultimately deployed on the mitral valve. A second clip was then prepared and the same issue that occurred with the first clip occurred with the second clip. The clip was ultimately deployed on the mitral valve. It was observed that blood was dripping from the guide valve because the guide valve was not sealed tight. The procedure was completed with two clips implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.